Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a leak in the flow sensor. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported a large leak during patient use. There was no report of patient injury.